Event description:
Fyi: a customer reported that an ophthalmic knife was found to be dull during surgery. The procedure was successfully completed using an alternate knife on the same day, and no patient harm was reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).